Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd plastipak¿ syringe had a defective plunger, resulting in leakage. The following information was provided by the initial reporter: "the plunger is defective, the drug leaked at the moment it was being prepared."

Manufacturer narrative:
H.6. Investigation: photo received for investigation. Upon visual inspection, damaged stopper is observed. A device history review was performed for the reported lot 1228448 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. The stoppers used are manufactured by a third party supplier, notification was sent for awareness. H3 other text : see h.10.

Event description:
It was reported bd plastipak¿ syringe had a defective plunger, resulting in leakage. The following information was provided by the initial reporter: "the plunger is defective, the drug leaked at the moment it was being prepared."